Manufacturer narrative:
Damaged/disengaged feedbar. Instrument b and c: damaged/disengaged damaged anti-backup. Evaluation summary: the analysis results for the mcs20 instrument (a) confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips. Upon disassembly of the instrument the feedbar was found to be bent and disengaged from the feedbar driver, therefore, the clips could not be fed into the jaws. No conclusion could be reached as to what may have caused the found damage. The analysis results for the mcs20 instrument (b) confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feedbar was found to be bent and disengaged from the feedbar driver, therefore, the clips could not be fed into the jaws. No conclusion could be reached as to what may have caused the found damage. The analysis results for the mcs20 instrument (c) confirmed that it was non-functional. The instrument was cycled and found would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument of the feedbar was found to be bent and disengaged from the feedbar driver, therefore, the clips could not be fed into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported during an unknown procedure the mca was not fired. There was no adverse patient consequence. All devices returning.